Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that after the implant procedure, the right ventricular lead was dislodged and had no capture. During the 2nd attempt in the same day, the lead was unable to fixate to the apex of the right ventricle and needed excessive turns to retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.